Event description:
Information was received from user facility via a manufacturer representative regarding a flex arm being used for a minimally invasive discectomy procedure. It was reported that the arm did not hold its position firmly and that it was stripped/worn out. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information received stated that the procedure was being carried out at the l4-l5 spinal levels and that the event occurred at the back table while hooking the arm to the bed. No further complications were reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.